Event description:
According to health professional: prior to initiation of dialysis, pt complained of stomach ache, constipation and low blood pressure. Symptoms during dialysis included hypertension, nausea, flushing and stomach pain. Pt refused to be evaluated post dialysis at hospital. Symptoms worsened at home. Pt admitted 4.5 hours post dialysis. Per verbal report from hospital, admission diagnosis was hemolysis. No other info is confirmed. Actual samples discarded on day of event. Exact lot number unk; existing stock contains 6y12k1, 6x24k12 and 6x08k13.